Event description:
This report is being filed upon notification from our x-ray MFR in (B)(4) to submit this event that happened in (B)(6). Problem: in this preliminary report, the radiologist complains that about five to six pts suffered from skin changes after treatment on this x-ray system.

Manufacturer narrative:
Eval method, results and conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.